Event description:
A hospital in (B) (6) reported via our distributor that an rt206 adult inspiratory-heated breathing circuit was inspected and found to have bent pins. No pt consequence was reported.

Manufacturer narrative:
(B) (4): this product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory tube of the rt206 breathing circuit was returned to fisher & paykel healthcare ('fph') central and visually examined for bent pins. An attempt was made to insert a heater wire adapter to the heater wire socket of the inspiratory tube. Results: the heated breathing circuit contains a heater wire socket for connection to the humidifier. In this case, the heater wire adapter could not be inserted as one of the heater wire pins was split and bent. A lot check revealed no other complaints of this nature for this lot number. Conclusion: our investigation has verified that one of the heater wire pins in the inspiratory tube of this complaint device was bent which prevented connection to the heater wire adapter. Following the mfg process, each breathing circuit undergoes an electrical resistance test. Any damaged heater wire pins are usually detected at this stage due to the inability of a bent pin to fit into the heater wire inserter. It is likely that the damage in this instance occurred post-production. It is possible for heater wire pins to become bent if inserted into the heater wire plug at an angle during initial equipment set-up by the user. This event occurred prior to pt connection with no consequence as a result. Our monitoring and trending of events involving bent pins in adult breathing circuits has a rate of occurrence (B) (4).